Manufacturer narrative:
H2) additional information: b5 updated. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the door is not opening and was unable to take a scan. No devices were returned to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Issue was found during an installation call.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000861, serial/lot #: (B)(4). Product ID: bi71000860, product ID: bi71000186, product ID: bi71000181, product ID: bi71000547. Internal analysis was done. The ias tray was replaced as part of upgrading while changing the power enclosure. The power conversion enclosure had a defective pcba. The ups battery would not hold a charge. The mvs power board was defective and had fuses blown. The mvs computer would boot up with no display and had to be cross checked with an external monitor. There was a graphics card malfunction. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that there were multiple problems with the system. It was reported that the mobile viewing station (mvs) was not turning on and there was no output from the power board. The mvs uninterruptible power supply (ups) was not working along with the mvs computer. The mvs monitor and keyboard were having issues and were not turning on. There was no motion in the image acquisition station (ias) system. There was also a generator interface error, error 32, that was observed along with a beep noise from the generator board. No patient was present at the time of the event. Troubleshooting noted that the mvs power board fuses were blown. The ups battery was depleted and the ups was not turning on. The mvs computer was having problems related to the graphics card and had no display. There was also a problem found related to the power conversion and power tray. The resolution was noted to be that the mvs power board, computer, ups, monitor and keyboard were replaced. The power conversion and power tray were also noted to be replaced.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000861, bi71000860, bi71000186, bi71000181, bi71000547 lot # fwk29, 10006681709, 031805875, 2035334. H3: a manufacturer representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3, h6: system service was performed, and no failures were found. Previously reported code b01 is applicable, as are codes c19 and d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3, h6: the returned keyboard was analyzed. There was no communication from keyboards. Previously reported codes b01 and d02 are applicable, as is code c13. The returned display was analyzed. There was an lcd monitor malfunction. Previously reported codes b01 and d02 are applicable, as is code c13. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.